Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 7 days after the sensor was inserted in the abdomen. On 04/20/2024, the day of the event around 4:00pm, the patient experienced feeling weak and dizzy, and the cgm reading was 73 mg/dl. The patient called the paramedics for assistance, and when the paramedics arrived the blood glucose reading was 40 mg/dl, the patient did not recall the cgm reading. The patient was treated by the paramedics with an unspecified intravenous fluid. It was not reported that more treatment was deemed to be necessary, and at the time of the report the patient was stable. At the time of the call, the patient was in good condition during the call. Of note, the day of the event, the cgm reading was high, but the patient was not experiencing any symptoms and was wondering if it was inaccurate. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found. The returned product is unrelated to the complaint and there is no data to review. The probable cause could not be determined as the allegation was not found. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.